Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 30.2 mmol/l, 2.8 mmol/l, and 4.1 mmol/l. No adverse event reported. The customer used two different strip vials for the results. The customer was not sure which strip vial produced which result. The lot number for the 2nd strip vial was not provided. The remaining strips were used for the 2nd strip vial; therefore, no product could be requested to be returned for product evaluation.